Manufacturer narrative:
Section d catalog number was corrected. The product was returned. The cause of the pump stop was biomaterial build up based on log evidence.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that approximately 2000, local support was notified by the registered nurse (rn) that the automated impella controller (aic) was alarming ¿impella stopped.¿ the interventional cardiologist (ic) was unavailable, and initial troubleshooting was performed via facetime. According to the rn, there were no preceding alarms or changes in the patient¿s status or in the aic parameters prior to the pump stopping. While local support was en route to the facility, an additional aic was brought to the bedside, and an aic-to-aic transfer was attempted. The transfer resulted in the same alarm, and the impella pump remained stopped. Notably, purge flow and purge pressure remained within nominal ranges throughout the event. The physician was contacted, and local support met him at the bedside. Another aic-to-aic transfer was attempted, again yielding the same result with persistent pump stoppage. By this time, the pump had been nonfunctional for approximately one hour, but the patient remained hemodynamically stable. The device was fully explanted and the patient was reported to have survived the procedure.